Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation summary: the catheter was returned in 2 segments. Analysis found the catheter body was broken; the most distal end of segment 2 had a jagged look to it which indicates that the catheter may most likely have broken at this point. Some damaged was seen on the sutureless connector; this was likely explant damaged. (B)(4).

Event description:
During the initial implant surgery, after the catheter was placed, the physician was unable to get csf (cerebrospinal fluid) flow/return or irrigate the catheter. The catheter was occluded; the location of the occlusion was unknown. No troubleshooting was done. A different catheter was used. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The device system was going to be used to deliver fentanyl.

Manufacturer narrative:
Corrected information: analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. There was no occlusion observe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.